Manufacturer narrative:
The computer was returned for analysis. Functional testing determined that computer was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No 510k as this device is not marketed in the us but is a similar device. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: 9734477r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the screen was noisy and froze. This occurred three times. The issue was resolved by rebooting the system.